Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed to address the issue. The customer's blood glucose (bg) level was 500mg/dl. A supply change was performed and a correction bolus via the pump was delivered to address the bg level. No additional occlusion alarms had occurred since delivering the correction bolus. During a follow-up, it was reported no additional occlusion alarms had occurred. The customer's bg level was 300mg/dl during the follow-up. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.